Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred related to a failure of its internal battery. There was no harm or injury reported. The device has been returned to the manufacturer for evaluation but the evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator "serivce required" alarm condition occurred related to a failure of its internal battery. There was no harm or injury. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board needs replaced to address the issue. Evaluation conclusion = device has been evaluated but not repaired. The estimate was rejected and the device scrapped per the customer request.